Event description:
Boston scientific received information that the remote patient monitoring system indicated a potential malfunction with this patient's device. The patient's advocate was advised to have the patient perform a remote interrogation and contact their clinic regarding the notification. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Despite attempts, no additional information regarding this event could be obtained. This report will be updated should additional information be received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted the device was returned missing the header. The rf antenna was still attached; tool marks were noted on both sides of the device case. There was minimal medical adhesive observed on the top of the device case. Review of device memory found no evidence of recorded error codes or other anomaly. As the header was not returned with the device, laboratory analysis was unable to make a determination as to why it was no longer attached.

Event description:
Additional information was received indicating this device was returned several years later without allegation. No adverse patient effects were reported.